Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostectomy procedure, the prograsp forceps instrument was not moving. The user facility identified a broken wire on the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken pitch cable at the distal end of the instrument. The cable crimp was still installed at the distal clevis. The cable segment was also sticking out at the instrument's wrist. Additional observations not reported by the customer was main tube damage. The distal end of the main tube had scratch marks that started approximately 0.4295 inches above the proximal and main tube interface, exhibiting light material removal and a rough surface finish. Scratches were long in length and were axially aligned with the main tube. No other damage was found. Evidence not conclusive, but the main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.